Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-08-12, the consumer reported via the manufacturer representative that they had a charging issue with the implant. The patient had let the battery level get low and became depleted and could not get the antenna to charge her implant. The representative met with the patient and tried another controller and antenna with the same results. The antenna locate feature was used several times and recharging did not occur as the highest number reached was 30. It was determined that there was possibly still some swelling in the area as the patient was still wearing her abdominal binder to assist with the post op swelling. The patient was going to continue to try and charge in the laying position instead of sitting. The representative was planning another meeting to assist with the charging. The issue was not resolved at the time of the report. The patient's indication for use was non-malignant pain. On 2018-aug-12, additional information was received from a manufacturer representative (rep). It was reported that the patient was unable to recharge the depleted ins. The antenna locate (al) feature came up, the rep did 4-5 cycles and saw values of 29-30. The controller got low so the rep tried another one that they had and the controller read poor recharge quality (screen 76). The patient still had bandages and some swelling; the rep couldn't really palpate the ins. It was suggested for the patient to wait for additional healing and try again. No further complications were reported. On 2018-aug-21, the rep called into technical services on 2018-08-21 asking if damage could be done to the ins if the battery was left discharged. The rep reported that the patient couldn¿t get the ins to charge, the ins was confirmed to be implanted tilted by the hcp, there was post-operative swelling and the al value was 37 at the highest. Additional information was received from the rep the same day stating that since the original report on 2018-08-12, they had met with the patient several times ((B)(6)) for charging attempts (the antenna could not find the device, kept saying reposition antenna). With each attempt, the patient¿s swelling was going down and the antenna locate feature (al) numbers were getting higher ((B)(6)- 33, (B)(6)-37, (B)(6)-75). The implanting provider was informed of the charging issue on (B)(6) 2018 and specifically stated that the battery was implanted at a tilt and that swelling could be part of the issue. The patient had their first post-operation appointment on (B)(6) 2018 and a smaller bandage was applied. The patient went home and laid flat for two hours and attempted to charge with no luck. The rep met with the patient today (2018-08-21) to try to charge and had no luck, but they stated they did notice that their swelling was getting better. Today the al was at 75. The patient was going to try again later tonight and return for their appointment on friday (B)(6) 2018. Additional information was received from the rep on 2018-08-28, reporting that they were in the or for the patient¿s ins revision and while the ins was out of the pocket, and on a metal or table with one towel under it, they stated that they were getting the passive recharge mode. The rep stated that they had done three passive recharge sessions on the ins and they couldn¿t communicate. Technical services had the rep attempt another passive recharge. The rep stated the controller was showing values of 100 for all three numbers, then int showed 74, 100, 100. The rep adjusted the positioning of the ins and it sounds like they added another towel under the ins and then it went to normal charging with excellent coupling. It was indicated that troubleshooting resolved the reported issue. No symptoms were reported. No further complications were reported/anticipated. Additional information received from a manufacturer representative (rep) the same day reporting that the ins was depleted and the patient was having difficulty charging. It was reported that the patient had a pocket revision today by their implanting physician. It was reported that the original pocket was too deep and the ins was tilted. Today the pocket was made smaller and the ins was now horizontal with the skin and not tilted. After removing the ins in the operating room (or), it was depleted and they charged it on the back table prior to replanting. After the surgery and in recovery, the rep attached the antenna to the patient controller and attempted recharging over the revision pocket. The antenna could read the ins and normal charging occurred with excellent coupling.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a rep. The rep stated that the cause of the pocket being too deep and tilted was due to the physician making the pocket too deep. No further complications were reported or anticipated.